Event description:
This complaint concerns a FDA safety alert warning of entrapments and suffocation which can occur with some pts when side rails are used on beds at hosps and in nursing homes. As a result of the safety alert, the nursing home where the complainant's mother resides has established a policy that side rails will not be used on beds unless determined to be necessary for the pt. In the case of the complainant's mother, the nursing home decided that side rails were not needed. Field investigator states, "the complainant mistakenly believes that a law was enacted requiring this, and states that she feels that the decision to use side rails should be left to the care facility and the pt's family." She believes that her mother would be better off with side rails on her bed. Rptr writes to FDA, "I am the pt's daughter and visit mother every couple days, only to find her upper bed rails gone. I cannot believe that someone way out there sitting behind a desk has any right to decide to remove them permanently. True, she does not use them to assist herself out of bed, but, I do fear she may one day roll over and then the big problem would begin. If this should happen you would have one severe problem to deal with. I truly feel the care facility and the family were capable of making the decision before your agency decided to enact more laws. This is definitely a wrong decision on your part." User facility writes to rptr, "the federal drug administration has recently sent a safety alert warning to health care facilities regarding bed side rails. This safety alert concerns entrapment hazards associated with the use of hosp bed side rails in a small, identifiable pt population and recommends certain actions to prevent such hazards. The alert is not specific to any MFR or product; it is part of a cooperative effort between the FDA, the health care industry, and mfrs to resolve the problem. Currently, no universal standards exist for design of hosp/nursing home bed side rails." "Our facility policy regarding use of bed side rails has been revised. Beds will not have side rails up until the resident has been properly assessed on the need for side rails and potential safety concerns with use of side rails. Each resident is being assessed for their specific need - whether the rails are used to help them position themself in bed or to help themself go from lying to sitting or sitting to standing. We are currently in the process of removing bed side rails from the beds for those who have been assessed and found to not need the bed side rails." "All residents have been assessed by a special team consisting of nursing staff, rehab nurse, and physical therapy to identify the residents needs. Based on this assessment, the following is being used on this resident for this specific reason: the pt does not use the side rails at this time, she does not move herself in bed or get out of bed except with an assist."